Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an overstimulation sensation. The patient did not have stimulation "at all" but if he moved his head or made a small change in head position or body position he would get "excessive" stimulation. It was also reported that low out of range impedance value was seen. Electrodes 1 and 10 were showing <(><<)> 50 ohms. When the patient moved his head slightly forward, he lost the stimulation and the impedance value on the electrode pair 1/10 was showing "fine" with the range of 558-855 ohms. When the patient moved his head back about 1/4 inch, he felt intense stimulation and 1/10 pair showed <(><<)> 50 ohms again. At the time of the report patient's implantable neurostimulator (ins) was programmed to use electrodes 10, 11, 12, and 13. Electrode 10 was then removed from the programming. The patient could feel stimulation in "bilateral legs" with electrodes 11, 12, and 13. He was feeling stimulation changes in intensity with arching his back and flexing around. It was stated that this was to be expected and that fine tuning the programming would be continued. Four days later it was stated that programming around the "bad" electrodes was performed as an intervention. At the time of reprogramming, the patient seemed "happy." No further follow up was done. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).